Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following the trabecular stent implantation procedure, the intraocular pressure (iop) was increased and the stent was removed. Additional information was received stating the iop increased after surgery, requiring administration a carbonic anhydrase inhibitor (diuretic), though high iop persisted thereafter. As per the physician¿s opinion, the cause of the high iop was patient-induced, given the preoperatively high iop and rapid visual field progression, and additionally the stent inlet was occluded due to peripheral anterior synechiae (pas). As an action, the stent was removed, the iop decreased, but the patient continued ongoing therapy with the carbonic anhydrase inhibitor. A trabeculectomy was scheduled depending on future progress.